Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that their ins hadn't been working for almost 5 years. Pt stated that security devices in stores keep going off even thought the ins wasn't working. Pt stated that this would be the third time that the ins had become discharged. Pss reviewed possible ins over-discharge with the pt and that the ins would automatically reach eos after the third time. Pt stated that they had asked the implanting hcp to remove the ins, however hcp was refusing to remove the ins.